Event description:
The customer reported to vyaire medical that the lap top 1200 ventilator unit is not delivering breaths. No patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification:pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.